Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to recorded noise. The device also exhibited loss of contact. The device is still in use. No patient complications have been reported as a result of this event.